Manufacturer narrative:
(B) (4): results - visual inspection of the returned product found the injector nose cone damaged. There was evidence of clear surgical residue. It should be noted the lens was not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)

Event description:
The reporter stated, the surgeon inserted a 18.5 diopter cq2015a aspheric three piece lens. The lens was torn during insertion into the eye. The lens was removed with the incision enlarged and sutures were required. The reporter did not provide a lot number for the epiphany injector system.